Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensed noise resulting in stored episodes. There was no pacing inhibition noted. Additionally, the pacing impedance measurement was found to 170 ohms. An invasive procedure was performed to revise the lead. The lead was fully inserted in the device header and there was no evidence of a loose set screw. The device header appeared to be darker near where the lead tip would be. No cracks or fractures were found in the header. The lead was tested via a pacing system analyzer (psa) and impedance measurements were 650 ohms in bipolar and 455 ohms in unipolar. The lead and device were explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A dark spot was noted however was found to be the x-ray ID tag, which may appear deformed depending on the orientation of the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.